Event description:
Kimberly-clark received a report stating, "red dilator sleeve remained in peel away sheath when the 8 french was withdrawn. They were able to remove it from the patient. No patient injury." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record for the product lot involved in this incident was reviewed and indicated that the product met all manufacturing specifications. The product involved in this incident was returned to kimberly-clark for evaluation. Analysis of the decontaminated peel-away sheath found that the sheath was separated at the seams as intended post use. All dilator tubes were received, and the decontaminated tubes were reassembled to evaluate whether the engineered mechanical stop functioned as intended to prevent over-ride. Results of this evaluation demonstrated that the mechanical stop appeared to function as intended. Evaluation of the returned sample also identified evidence of damage to the tip of the smallest dilator. Based on the available information and analysis of returned sample, a root cause could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.